Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 02/06/2018 additional information: d10 additional h3 summary: the actual suture needle was submitted evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode the evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. A representative sample was returned for analysis. An empty opened foil, a paper lid and a winding former with five parked needle/suture combinations and two needle/suture pieces inserted in a yellow sponge were returned for analysis. During the visual inspection of the seven needle/suture combinations, the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. Also, the samples were tested by resistance test to needle and the needle met the requirements. Per the samples condition, no breakage needle was found.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This MFR #2210968-2017-71887 follow up 1 has been submitted upon request from FDA to submit a missing MFR MDR report. This information was submitted as follow-up 2, but should have been submitted as fu 1. The information is being resent. Additional h3 summary: the actual suture needle was submitted evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode the evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. A representative sample was returned for analysis. An empty opened foil, a paper lid and a winding former with five parked needle/suture combinations and two needle/suture pieces inserted in a yellow sponge were returned for analysis. During the visual inspection of the seven needle/suture combinations, the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. Also, the samples were tested by resistance test to needle and the needle met the requirements. Per the samples condition, no breakage needle was found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. During use, the needle was broken. There were no adverse consequences to the patient. No further information was available